Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and reported: "the calibration starts, it makes the first run, which is ok, then the rotor turns for the second run but the second run never starts. On the sw you see ¿working¿ but it stays forever, even if you release exposure button, it still shows ¿waiting¿ until you cancel the procedure by exiting on the sw. If you decrease or increase the kv at the beginning, after the first rad cal run, the system shows an error related to measurement range and it asks for increase or decrease of kv, so sw calculates the first run but as I said it never starts the second run." The medtronic representative reported the system passed fluoro gain calibration every time. To troubleshoot the issue the medtronic representative has re-installed the sw on ias and mvs, reloaded backed up config and imagers, completed rad reproducibility test, completed rad linearity test and completed auto calibration for both large and small focus. The medtronic representative has replaced a number of components on the imaging system including the detector panel. No parts have been received by manufacturer for analysis. The medtronic representative checked the focal spot breakpoint configuration and after the medtronic representative configured this, the problem was resolved. A software investigation was completed and found: this was caused by focal spot breakpoint misconfiguration. O-arm software was functioning as designed.

Event description:
A medtronic representative reported that the imaging system was unable to complete rad gain calibrations. There was no patient present when this issue was identified.